Event description:
It was reported that the surgeon had difficulty passing the graft through the tibial and femoral tunnel. He pulled hard enough that he pulled the graft into the soft tissue. The c-arm was used to make a lateral incision to remove the endobutton and graft. Procedure was completed using a competitors device.

Manufacturer narrative:
Device is not being returned for evaluation. Issue appears to be technique related.